Manufacturer narrative:
UDI for gore® tag® conformable thoracic stent graft with active control system tgm454520e: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was treated with a gore® tag® conformable thoracic stent graft with active control system. During the final stage deployment of a tgm454520e endoprosthesis it was observed that the graft had experienced a proximal movement of about 7 mm with the partially uncovered stent protruding minimally into the ostium of the left common carotid artery. This was unintentional as during the preparation of the procedure, it was planned to land the endoprosthesis distal to the ostium of the left carotid artery and to overstent the left subclavian artery. It was reported that following an analysis of intra-operative video footage, there was potentially too little forward pressure on the guidewire which led to the inability of the guidewire to separate from the device catheter during the movement towards proximal. Blood flow into the left common carotid artery was however not compromised. The procedure concluded without further reported issues.

Manufacturer narrative:
Please note: it has been decided that the medwatch report for this event sent on (B)(6) 2017, be retracted. Reason: the gore® tag® conformable thoracic stent graft with active control system tgm454520e, UDI: (B)(4), in the reported event is not commercially available in the us and is therefore not reportable in the USA.